Event description:
Olympus (omsc) was informed that the customer uretero-reno fiberscope was returned to olympus service for a reported ¿a-rubber pinhole¿. The customer problem was found during an unspecified event. However, upon inspecting and testing, the forceps plug mouthpiece cap was found scraped off. No death, injury or harm has been reported to olympus. This report is being submitted to capture the scraped forceps plug mouthpiece.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, watertightness integrity is not maintained due to holes in the bending section cover. The bending section is damaged. Additionally, the forceps plug mouthpiece cap is scraped off. The control body is cracked. Also, there are scratches on the insertion tube, eyepiece, grip and the up/down angle lever. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility receive instruction/reinstruction on the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.